Event description:
During a follow-up in clinic, there was increased capture threshold which resulted in inadequate capture on the right ventricular (rv) lead. A lead revision procedure was performed to reposition the lead, and during the procedure the helix would not retract. The lead was explanted and replaced and the patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event of difficulty retracting the helix was confirmed. The lead was returned with the helix partially extended and clogged with blood and tissue. After cleaning, the helix could be retracted and extended. The full helix extension length was measured within specification. The cause of the difficulty retracting the helix was isolated to the helix being clogged with blood and tissue. The reported event of inadequate capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies apart from damages consistent with procedural damage.